Event description:
It was reported that upon interrogation the device reported to be in backup vvi mode without defibrillation capabilities . Technical services recommended explanting the device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.